Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the guidewire was inserted into the lithotriptor, the lumen tip was damaged. This occurred during a therapeutic electrohydraulic lithotripsy procedure. This was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results from the investigation, the reported event of the "guidewire tip was torn" was confirmed. The cause was attributed to the guidewire tip not being molded under optimal processing conditions. Olympus will continue to monitor field performance for this device.